Event description:
Customer reported receiving an error message from their freestyle meter. Customer reported one episode of loss of consciousness in 2008, due to meter wasn't working at that time. Customer reported she did not eat and self-administered with extra dosage of insulin. Paramedics were called and transported customer to the hospital were she was diagnosed with severe hypoglycemia and being treated with unknown medication to raise her blood glucose. Customer also reported another episode of loss of consciousness ten days later. Her daughter called paramedics and they obtained a glucose reading of 50 mg/dl from their hcp meter and treated customer with glucose gel and food. Customer reported her blood glucose went up to 150 mg/dl after treatment. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no reading issues were observed, all results were within the range specification and no errors was observed during control solution testing.